Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, the surgeon was able to press the green button but could not squeeze the handle and device did not fire. They opened another reload to complete the case. There was no patient harm.